Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A healthcare professional reported an article titled "rate of cataract formation in 343 highly myopic eyes after implantation of three types of phakic intraocular lenses". The article states 3 eyes developed anterior subcapsular cataracts. The lenses were explanted and cataract surgery was performed. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.